Manufacturer narrative:
Carefusion file identifier: (B)(4). At this time no components have been returned to carefusion for evaluation. The customer stated that they have a preventative maintenance schedule a month later so they would just wait for the technician to come at that time to evaluate the device. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that this vela ventilator is auto cycling after passing the user-verification test (uvt). The customer stated that there was no patient involvement.